Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient's ipg would turn on and off without a cause. Ipg database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician noted a white, chalky/salty looking feeling substance surrounding the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint was not verified. The device passed all the required tests and exhibited no sign of anomalies. After activating the settings, its outputs were monitored on an oscilloscope for hours. The stimulation outputs were steady and accurate on all electrodes.

Event description:
A report was received that the patient's ipg would turn on and off without a cause. Ipg database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician noted a white, chalky/salty looking feeling substance surrounding the ipg. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Update to device analysis conclusion. Device evaluation indicated that the complaint was not verified. The reported stimulation anomaly was not observed as the ipg was investigated with known good test leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the electrical tests and it revealed no anomalies. Visual inspection confirmed that there is white discoloration on the case. The root cause is unknown.

Event description:
A report was received that the patient's ipg would turn on and off without a cause. Ipg database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The physician noted a white, chalky/salty looking feeling substance surrounding the ipg. The patient was reportedly doing well postoperatively.